Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had syringe volume discrepancy was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient controlled analgesia (pca) module displays the volume greater than the expected 30 ml volume of the syringe. There was patient involvement, however outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.